Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; five events were confirmed during testing. Six devices were found to have high impedance during testing. These devices are not repairable and were not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. Five reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.